Event description:
Pt experienced right knee stiffness - superficial infection. Initial surgery was performed 2006, using an allograft. Revision surgery was performed 2007.

Manufacturer narrative:
Product recall initiated august 21, 2007.